Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Problem statement: a customer contacted philips and requested a bench repair for their device. The customer did not specify why repairs were needed. There was no reported patient involvement.